Manufacturer narrative:
The customer care center (ccc) has dispatched service to the customer site. The customer service engineer (cse) found that tubings to the integrated multi-sensor technology (imt) pump were reversed and he corrected it. The cse worked with the customer over the phone to troubleshoot for the imt quality control (qc) issues, and found that standard a, and standard b bottles were switched. The cse had the customer changed the standards and sensor. The customer repeated the dilution check, and reran qc, resulting as expected. The cause for the low discordant, (k) result is is unknown. Running patient samples on a failed diluent check is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on one patient sample on a dimension xpand plus with hm instrument. Prior to obtaining the discordant result, the customer stated that diluent check failed bias. The customer then ran the patient sample, and a discordant result was obtained. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low (k) result.